Manufacturer narrative:
Device lot number, or serial number, unavailable. No devices were returned to the manufacturer for analysis. The stealthair spine frame was discarded by the site. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the spine frame was broken. The instrument was found broken in the sterile processing department (spd). There was no patient present when this issue was identified.